Manufacturer narrative:
Field complaint of no pacing was not confirmed. The device was received operating above eri. Analysis of device image indicated device was programmed to nominal settings. Testing of device output showed device had normal pacing. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported a patient presented for a pacemaker implant procedure on (B)(6) 2021, and upon implant the pacemaker device was not pacing. The device was replaced and a new pacemaker was successfully implanted within the same procedure. The patient was stable.